Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient experienced pocket stimulation in-clinic during cybersecurity upgrade. The device went into bvvi. The clinician removed the wand when the patient began feeling symptomatic. A device restoration was performed successfully. The patient was stable and will continue with regular follow-ups.